Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms) was confirmed. Upon investigation, c4 was internally shorted in ECG a. The shorted component caused distortion in both ECG channels. The root cause for the shorted component was unable to be positively determined. No adverse event resulted from the shorted component. The pt received a replacement electrode.

Event description:
A pt's wife contacted zoll customer support to report an issue with the patient's device. Upon review of the pt's flag files, several arrhythmia alarms were discovered. The patient was issued a replacement electrode belt.